Manufacturer narrative:
Investigation summary a device history record review was performed for provided lot number 2003511 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a shelf carton was shown without a printed label. It has been determined that this incident resulted from an unexpected temporary problem within the printing system of the secondary packaging machine. During the printing process of the labels for the reported shelf cartons, a misalignment of the printer system produced that the labels were not correctly printed. This defect was not detected by the operator during production, consequently, these twelve reported shelf cartons labels were defective. We are confident that this was an isolated incident with an unlikely recurrence. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 100 syringes s2 10ml 21ga 1in were missing label information. The following information was provided by the initial reporter: "when mr. Alpesh shah opened the carton of 10ml syringe he found that out of 12 boxes one box was not having manufacturing details on it."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 syringes s2 10 ml 21 ga 1 in were missing label information. The following information was provided by the initial reporter: "when mr. (B)(6) opened the carton of 10 ml syringe he found that out of 12 boxes one box was not having manufacturing details on it."